Event description:
As reported, impossible to introduce the web in 3 microcatheters: (x2) via 17 and (x1) headway 17, lot: 000993008. The physician finally decided to use an artisse. There was no report of injury. No consequence for the patient. When the device, headway 17 microcatheter was received for evaluation, the investigation findings revealed an exposed lumen coil protruding into the catheter lumen. Therefore, a report is being submitted.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked and the web wires twisted at the proximal side; furthermore, the device could not be advanced into an in-house via or the returned via microcatheters during functional testing, which is consistent with the alleged product issue. The physical evaluation of the web device could not identify the conditions or circumstances that led to the connector damage and the twisted wires, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The returned via microcatheter was found to have flattened areas at the distal end but would not have caused or contributed to the reported web insertion. However, the returned headway microcatheter was found to not be fully flared at the hub joint with an exposed braid protruding into the lumen and delaminated ptfe lining, which would have caused or contributed to the web insertion issue. The physical evaluation of the headway microcatheter could not identify the exact conditions or circumstances that led to the exposed braid, delaminated ptfe lining, and lumen flaring issue, but these conditions are consistent with a deviation in the manufacturing process. A CAPA has been initiated.